Manufacturer narrative:
A visual inspection was performed on the returned device. The reported break was confirmed as a separation. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the separation appear to be related to the operational context of the procedure. It was reported that the guide wire broke during insertion into the introducer sheath. Analysis of the returned wire confirming the break as a separation of the proximal end of the wire from the hypotube. The separation face is jagged, indicating force applied at a kink. In this case, it is possible that manipulation of the wire, during insertion into the sheath, contributed to the separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during advancement of the ht bmw universal ii guide wire (gw) into the guide catheter (gc) through the introducer sheath, a break was noted to have occurred at the transition point between the floppy and rigid part of the gw. The gw remained in one piece and was removed without issue. The procedure was completed with an unspecified device. There was no adverse patient effect reported and no clinically significant delay reported in the procedure. No additional information was provided.